Event description:
It was reported that a 42-year-old black female patient underwent a primary breast augmentation surgery with implantation of a 475cc mentor smooth round moderate profile saline breast implant prosthesis. Post-operatively, the patient reported she experienced a deflated left breast implant. A consultation with a medical professional was conducted and she was diagnosed with bilateral baker grade IV capsular contracture and a deflated left breast implant. As a result, the patient underwent bilateral removal and replacement with 550cc mentor smooth round moderate plus profile saline breast implants on (B)(6) 2022. Mentor became aware that the information reported included a date of implantation that occurred after the expiration date of the breast implant. Follow-ups were conducted and the implantation date was confirmed. As such, off label use of the device has occurred as the implantation occurred with an expired product. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2022-13101 for the contralateral event.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).